Event description:
The reporter stated the surgeon implanted a aa4204vl silicone single piece lens. After the lens was implanted, the surgeon saw a line on the lens. The lens remains implanted. The surgeon decided to leave the lens in the eye because, the line was outside the visual axis and would not compromise the pt's vision. Reporter stated three lenses implanted the same day, different pts with same event. See MFR#2023826-2009-01132 and #2023826-2009-01133.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search, a specific root cause of this event could not be determined. (B) (4).